Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported rash/irritation. No lot release records were reviewed, as the product lot number was not provided. Mylife omnipod insulin management system ¿ user guide, model: ent450, 14518-5c-aw rev e 03/2016, using the pod 5 / page 42. Warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to: wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin.

Event description:
It was reported that the customer experiences a severe rash and irritation of the insertion site during and after pod wear of 72 hours. The patient consulted medical aid and was prescribed cortisol.

Manufacturer narrative:
Lot release and sterilization records were reviewed and the product lot met all acceptance criteria.